Event description:
It was reported that the dexcom g7 sensor was providing readings in the g7 mobile app but not displaying on the ilet, and support guided the user to enter the g7 pairing code into the ilet and wait for data, consistent with a cgm-to-pump pairing failure and resulting suspension of automated insulin delivery. Symptoms included lack of glucose values on the ilet and elevated blood glucose to 228 mg/dl. Outcomes included no insulin delivery due to the missing cgm feed. Investigation included guided troubleshooting and user education on verifying alerts and re-entering the g7 pairing code into the ilet. Investigation of this case revealed that the ilet was not paired to the g7 sensor despite active readings on the app, indicating a communication or setup issue between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to failed cgm pairing with the ilet.